Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, multiple ventricular noise episodes were observed on the right ventricular (rv) lead. The patient is pacemaker dependent. Ult testing was made, and the patient experienced dizziness and lightheadedness. It was noted that lead noises caused pacing inhibition. Isometric testing was made, but the noise was not reproducible. Lead revision was performed. The patient was stable.